Event description:
A customer contacted beckman coulter inc (bci) and reported an erroneous troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing by an alternate method produced a result within the normal reference range. It is unknown if the patient was affected.

Manufacturer narrative:
Sample collection device and centrifugation information was not supplied by the customer. Qc was performing within the established ranges at the time of the event. System check data was not supplied by the customer. The customer initially called bci to request service for the ultrasonics surface detection failures. The field service engineer (fse) discovered that the fluidics nut had developed a brown, discolored buildup the fse believed may have been caused by malfunctioning fluidics tubing. The fse replaced the fluidics tubing and verified that the ultrasonic voltages and instrument alignments were within instrument specifications. The fse performed a verification protocol and acceptable results were obtained. A definitive root cause has not been identified for this event.